Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. Upon review, the lead exhibited inadequate capture. The lead was replaced during the same procedure on (B)(6) 2022. The patient was stable throughout.

Event description:
Additional information received indicated that the lead was a right ventricle lead.